Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized (B)(6) 2018 due to a high blood glucose of 412 mg/dl and diabetic ketoacidosis. Blood glucose at the time of the call was not provided. Customer experienced no symptoms related to high blood glucose. The customer stated that the high blood glucose was caused by their diet. Troubleshooting for high blood glucose was declined. The insulin pump will not be returned for analysis.